Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and passed. The global transmitter final functional test was performed and passed. A pairing test with the (B)(4) bluetooth device was performed and passed. The data file was reviewed and the reported customer complaint was confirmed. The probable cause could not be determined post investigation.